Manufacturer narrative:
.

Event description:
On (B)(6) 2016 received explanted lead from (B)(4). No explant information available. Investigational letters sent to implanting physician and implanting center.